Event description:
Surgeon implanted three piece lens and the haptic broke as it was being inserted. The lens was removed in pieces and there was no patient injury. An msi-tm injector and an aq-fp cartridge were used but the facility was unable to provided the lot numbers.